Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) therapy had to be switched from the xenios xlung kit to a different product due to suboptimal pao2 values. When the patient was put on, the o2 tank was running at 8.0 lpm and the pao2 was 191 mmhg. The following settings were used at the start of treatment: 8.0 lpm sweep, fio2 100%, and blood flow of 3.8 lpm. Approximately 16 hours later, the pao2 had dropped to 171 mmhg. Less than 66 hours into the treatment, the pao2 had dropped to 109 mmhg. The reporting facility was told that the pao2 should be 250-300 mmhg out-of-box. Once the pa02 dropped to 109 mmhg, the perfusionist decided to switch the patient from the xenios system to a cardiohelp system. Upon follow-up, it was confirmed there was nothing wrong with the novalung console. There were no expected console alarms, and none occurred. Before the product switch was made, a clinical support specialist (css) went onsite to inspect the setup. Per the css, the system was setup incorrectly. The main pump drive in the compact holder was setup as the backup, and the backup drive was being utilized as the main drive hanging off the infusion holder. In addition, the pre and post lung ports were being utilized for continuous renal replacement therapy (crrt) with a nxstage system. It was reported that they built a shunt into this off the 3-way stopcocks of the pre and post lung ports. The css stated the flows were good, the delta p was good, and the pressures were good. No additional information was provided. The change of product did not result in any patient adverse effects or blood loss, and the patient did not require medical intervention. The sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the xlung kit, which had been rinsed, was returned to the manufacturing plant for physical evaluation. Blood residue was visible inside the oxygenator and tubing. The venous de-airing port at the top of the oxygenator was broken. The corresponding counter part was found in the packaging. Presumably, the complaint sample was damaged during transport. Unfortunately, due to this damage, it was not possible to perform functional testing on the device to verify the product's performance. No other abnormalities were visible on the returned sample. No anomalies or deviations were found during review of the manufacturing records. The respective batch records did not show any evidence of a nonconformance during the manufacturing process.

Manufacturer narrative:
Though production and device history record (DHR) reviews were completed, the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: no anomalies or deviations were found during review of the manufacturing records. The respective batch records did not show any evidence of a nonconformance during the manufacturing process.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) therapy had to be switched from the xenios xlung kit to a different product due to suboptimal pao2 values. When the patient was put on, the o2 tank was running at 8.0 lpm and the pao2 was 191 mmhg. The following settings were used at the start of treatment: 8.0 lpm sweep, fio2 100%, and blood flow of 3.8 lpm. Approximately 16 hours later, the pao2 had dropped to 171 mmhg. Less than 66 hours into the treatment, the pao2 had dropped to 109 mmhg. The reporting facility was told that the pao2 should be 250-300 mmhg out-of-box. Once the pa02 dropped to 109 mmhg, the perfusionist decided to switch the patient from the xenios system to a cardiohelp system. Upon follow-up, it was confirmed there was nothing wrong with the novalung console. There were no expected console alarms, and none occurred. Before the product switch was made, a clinical support specialist (css) went onsite to inspect the setup. Per the css, the system was setup incorrectly. The main pump drive in the compact holder was setup as the backup, and the backup drive was being utilized as the main drive hanging off the infusion holder. In addition, the pre and post lung ports were being utilized for continuous renal replacement therapy (crrt) with a nxstage system. It was reported that they built a shunt into this off the 3-way stopcocks of the pre and post lung ports. The css stated the flows were good, the delta p was good, and the pressures were good. No additional information was provided. The change of product did not result in any patient adverse effects or blood loss, and the patient did not require medical intervention. The sample was available to be returned for manufacturer evaluation.